Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately calcified and moderately tortuous left anterior descending artery. Predilation was performed using an unspecified balloon catheter. A 3.50x12mm promus premier stent delivery system (sds) was selected; however, the device was unable to cross the target lesion after five attempts. When the physician removed the sds, the shaft broke in the physician's hands outside of an unspecified guide. Buddy wire technique was performed. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).